Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have received excessive lost sensor alarms. Customer was not sure what was causing lost sensor alarm. Customer's blood glucose was 35 mg/dl. After troubleshooting, customer was advised that sensor would be replaced.